Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device is failing the operational check. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is failing the operational check as the charge button clears everything when it is pressed. Per source notes, no service or technical support was provided to the customer due to end of support status of the device. The customer was made aware of the end of life terms and the eol notice was emailed to the customer. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device is not expected to be returned for additional investigation as no replacement will be provided. Device remains at the customer site. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed.